Event description:
It has been reported to philips that the image disk was full, which would prevent imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use. The philips field service engineer identified that system was fully functional. On (B)(6) 2024, the issue occurred. Upon troubleshooting, fse did database consistency test. To resolve the problem, fse fixed the database. After database consistency test, the system was returned to use in good working order. The codes were updated based on the investigation outcome.